Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative who reported that patient had high impedance. Electrode 10 and 14 had impedance over 690. Patient was having pain/discomfort at ins site. Ins was tilted. Pocket revision was set for may 19, 2022. During pocket revision hcp will attempt to replay in lead 8-15 to see if impedances resolve.